Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed, chronic total occlusion (cto) lesion was located in the calcified and moderately tortuous right coronary artery (rca). A 8mm x 1.20mm emerge balloon catheter was advanced to cross the lesion; however, it ruptured at 18 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).